Manufacturer narrative:
The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion, brown particles and opening. A microscopic analysis was performed which identify crease sharp in the radius side and around the opening have non-penetrating nicks. Based on the device analysis the final assessment is a crease sharp in the radius side due to a fold flaw opening. Non-penetrating nicks.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.